Event description:
It was reported there was a catheter issue, as it was leaking around the catheter at the distal end (at the dura). No diagnostic or troubleshooting was performed. The patient had experienced a headache and less than (B)(4) therapy relief. The health care provider (hcp) cut down to the dura and replaced only the spinal segment (distal portion) of the catheter and placed tisseel in the incision. The catheter issue was noted to have resolved. The patient status at the time of this report was "alive- no injury." The drug that was used via the device system was fentanyl. The patient outcome remained unknown at the time of this event; if additional information is received this report will be updated.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: 2015-(B)(6), product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8781, serial# (B)(4), implanted: 2015-(B)(6), product type: catheter. (B)(4).